Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 408 mg/dl. It was also reported that the insulin pump was damaged and crack missing pieces that came off the insulin pump in reservoir compartment. The customer reported that the due to this reservoir was not able lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked case at reservoir tube window corners.